Event description:
It has been reported to philips that when the patient was transferred from a stretcher to the x-ray table, an unintentional lateral movement of the table occurred and the system experienced a geometry error. The tabletop was unable to move laterally, preventing the physician from being able to center the region of interest. A system restart resolved the geometry error; however, there was a delay of approximately 10-15 minutes before treatment could begin. This issue occurred during an emergency neurovascular procedure. The patient presented with a left hemispheric ischemic stroke due to multi-level occlusions of the left anterior circulation ¿ namely thromboembolisms in the carotid t and acm (m1-m2). Philips is gathering information to know if harm occurred to the patient and have started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. No harm has been reported to philips. The customer indicated that there was a possibility that more brain tissue may have died because of the delay. Analysis of the log file showed that at 06:16 a cradle movement of the table was requested and subsequently the system registered a slip of the lateral movement. Thereafter lateral table movements were not available, longitudinal table movements were still possible. The system prompted a user message to inform that some table movements were not available. At 6:34 the procedure was started and the user locked the geometry, therefore no geometry movements were available. At 6:36, the geometry was unlocked, and some movements were possible. At 06:40 the user pressed the emergency stop. When the emergency stop is pressed, all system movements are stopped. At 6:44:12, the user performed a warm restart to recover system movements, but before the warm restart was completed, at 06:44:21 a cold restart was initiated. At 6:48, after the restart of the system, the system movements were available and the system was used to complete the procedure. As per the instructions for use (4523 001 01511, chapter 2.1.3 & 4.2), to reset the system after pressing the emergency stop, a warm restart is recommended. A warm restart takes 90 seconds until the system is fully functional. Fluoroscopy is possible after 60 seconds. A cold restart of the system takes up to 6 minutes from initiation of the cold restart until all system functionality is available. It is unknown why a cold restart was initiated during the warm restart. The engineer inspected the system onsite. No malfunction was identified and the system was working as intended. During the inspection the engineer noticed accessories attached to the table that could have collided with table base during the cradle movement, resulting in a slip of the lateral movement.